Manufacturer narrative:
Ref natus complaint# (B)(4). Customer reported that their ups was smoking. The unit was taken out of service. Questionnaire was sent to the customer.

Event description:
Isolation ups 600va 120v ups was smoking. No injuries reported.

Event description:
Isolation ups 600va 120v - ups was smoking. No injuries reported.

Manufacturer narrative:
Follow up report 001 ref natus complaint# (B)(4). Product examination and functional testing: the device was evaluated by the senior product engineer. He removed the front panel and top metal enclosure, inspected components and pcbs for burn marks, no burn marks were observed, replaced the top metal enclosure and front panel, plugged ups into wall outlet and immediately heard sparks/electrical arcing. Immediately unplugged ups from the wall outlet. It was confirmed that the ups had an electrical issue that causes sparking, smoke and a strong electrical burning smell. Install date: january 7, 2022. UDI not applicable. Further review and approval of investigation details to be completed before final closure.

Event description:
Isolation ups 600va 120v - ups was smoking. No injuries reported.

Manufacturer narrative:
Follow up report 002 ref natus complaint# (B)(4). The issue is similar with powervar investigation report summary on complaint# (B)(4) - reference to (MDR number:9612330-2022-00023). Powervar investigation report summary noted the following: unit was found to be inoperable and internally damaged. Inverter bridge fet's were found to be catastrophically damaged. Fet gate drive resistors flashed with carbon. None of the other circuits have been damaged while in the process of collapsing inverter bridge. Battery pack was not returned with unit. Unable to measure impedance. Interior of the housing does show a small amount of carbon tracing markings above the inverter bridge, which means that there was no sustained flame and thereby no burning occurred. Based on the presented evidence and further testing there is an indication of a possible inverter failure mechanism which could occur while unit tried to start the inverter even though battery was detected as missing. Unit with marginally high internal impedance battery, in case of a loss and consequent return of ac power, as well as quick successive plugging and unplugging of the ac line cord, could temporarily create a battery bus voltage that is above the low voltage threshold, yet unable to maintain an inverter operation. This temporarily, yet false battery voltage reading, can create a situation where inverter would be catastrophically damaged. It is important to note that upm family of products complies with ul94-v0 flammability standard which ensures critical components are compliant and hence stop any burning (in our case arcing) within 10 seconds, which corresponds with the field report. In similar cases, reported arcing was not only short in duration but was also contained within the confines of the upm housing and presented no risk to its immediate surroundings. There is also a caution label on the ups-na-ej stating to replace the battery every three years. There have been no design changes previously, however, the manufacturer of this device has just updated the firmware to make the marginal high impedance battery condition more tolerant. There are no CAPA's related to this issue. This complaint does not identify a deficiency in the product design and therefore a CAPA is not required. Per doc-010378 xltek eeg psg risk analysis, hazard i.d. 2.1, severity 11, risk-moderate. A risk review is not required as this complaint does not describe a new failure mode or new harm and the existing hazard severity and/or probability of occurrence has not changed. Per qms-004442, complaint histories are reviewed routinely per quality system requirements and any complaint trends are assessed and documented as part of these reviews. Faillure confirmed: yes. Investigation result code: neuro sbu/battery problem. Closure rationale: complalint verified, correction deferred to future product release. Based on evaluation of this complaint there is no safety risk of harm, individual complaint related to issue stated. Complaint will be included in trending data for further review and investigation if needed.